Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2012262) on (B)(6) 2020. The most recent information was received on (B)(6) 2020. This spontaneous case was reported by a consumer and describes the occurrence of arthralgia ('acute joint pain in pelvis') and menorrhagia ('+++ bleeding, clots (menstrual)') in a female patient who had essure (batch no. B11720) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced adenomyosis ("adenomyosis"). On (B)(6) 2015, the patient experienced endometriosis ("endometriosis nodule"), 1 year 5 months after insertion of essure. In 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("pain during menstruation / horrible pain"). In 2017, the patient was found to have uterine leiomyoma ("uterine myoma"). In (B)(6) 2018, the patient experienced arthralgia (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced migraine ("migraines") and bone pain ("iliac crest infiltration / pain +++"). The patient was treated with mefenamic acid (ponstyl) and surgery (hysteroscopy + endometrial thermocoagulation on (B)(6) 2018 and surgical advice for essure implants and uterus to be removed). At the time of the report, the arthralgia, adenomyosis, endometriosis, uterine leiomyoma, migraine and bone pain outcome was unknown and the menorrhagia and dysmenorrhoea had resolved. The reporter considered adenomyosis, arthralgia, bone pain, dysmenorrhoea, endometriosis, menorrhagia, migraine and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - in 2014: adenomyosis; in 2017: uterine myoma; on (B)(6) 2020: adenomyosis ++. Ultrasound scan - on (B)(6) 2013: no anomaly detected; on (B)(6) 2015: endometriosis nodule. Lot number: b11720 manufacturing date: 2013/03 expiration date: 2016-03-31 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 03-sep-2020. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('acute joint pain in pelvis') and menorrhagia ('+++ bleeding, clots (menstrual)') in a female patient who had essure (batch no. B11720) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In 2014, the patient experienced adenomyosis ("adenomyosis"). On (B)(6) 2015, the patient experienced endometriosis ("endometriosis nodule"), 1 year 5 months after insertion of essure. In 2015, the patient experienced menorrhagia (seriousness criteria medically significant and intervention required) and dysmenorrhoea ("pain during menstruation / horrible pain"). In 2017, the patient was found to have uterine leiomyoma ("uterine myoma"). In april 2018, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On an unknown date, the patient experienced migraine ("migraines") and bone pain ("iliac crest infiltration / pain +++"). The patient was treated with mefenamic acid (ponstyl) and surgery (hysteroscopy + endometrial thermocoagulation on (B)(6) 2018 and surgical advice for essure implants and uterus to be removed). Essure treatment was not changed. At the time of the report, the pelvic pain, adenomyosis, endometriosis, uterine leiomyoma, migraine and bone pain outcome was unknown and the menorrhagia and dysmenorrhoea had resolved. The reporter considered adenomyosis, bone pain, dysmenorrhoea, endometriosis, menorrhagia, migraine, pelvic pain and uterine leiomyoma to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): magnetic resonance imaging - in 2014: adenomyosis; in 2017: uterine myoma; on (B)(6) 2020: adenomyosis ++. Ultrasound scan - on (B)(6) 2013: no anomaly detected; on (B)(6) 2015: endometriosis nodule. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.